Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) was 500mg/dl with polyuria, polydipsia, and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the battery compartment was cracked. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.